Event description:
It was reported that the pt was becoming a non-performer, being specially insensitive to low frequency tones because of insufficient clinical support. Reportedly, the pt's parents didn't follow the medical plan as surgeon suggested, didn't believe the diagnosis and did not follow audiologist's instruction on rehabilitation and training after implantation. The pt was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.